Manufacturer narrative:
The device was manufactured from (B)(6) 2018 - (B)(6) 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed traced of lipids in the inlet tubing of port of the valve set. The reported problem was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional tests were performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white traces of lipids were observed on port 5 and port 9 of the valve set. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.